Event description:
After pump replacement, the patient experienced a loss/decrease of consciousness, intermittent sedation, chest tightness/pain, nausea, and vomiting. The patient was also shaky and hot/cold. The patient was admitted to the ICU. The pump volume was checked and no discrepancy was found. It was unknown if the patient had other medical issues. In 2008, the pump infusion was stopped and restarted at minimum rate. Drug was aspirated from the pump and sent out for concentration testing. The correct concentration, drug, and dose were programmed and were the same prescription that the patient was on for several months with the previous pump (compounded morphine sulfate 50mg/ml at 18 mg/day). It was unclear if the patient was experiencing withdrawals or an overdose. One day later, the patient was experiencing "other neurological problems". A CT scan was done; results were not reported. The drug was removed from the pump, and it was refilled with normal saline. At the time of the vent, the patient status was reported as "serious". The final patient outcome was reported as "no injury".